Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. Thereafter, the device was returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and observed that integrated circuit chip, designator u61 was inoperative and caused the reported issue. The removed user interface pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer, a biomedical engineer contacted physio-control to report that when attempting to power on their device it locked up at the boot up screen and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.